Manufacturer narrative:
The company service rep examined the system and replaced the pneumatic connector assembly. The cpc connector was rotating due to the alignment pin pushed in and a cracked assembly. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)

Event description:
Adverse event(s): "posterior capsule tear" (capsular bag tear, posterior). Product problem(s): "vitrector not cutting" (failure to cut); "system switched out to complete case" (no code available). The nurse reported a posterior capsule tear occurred. The surgeon was performing the anterior vitrectomy and the surgeon noticed the vitrectomy probe was not working. The system and the consumables were switched out to complete the anterior vitrectomy. The nurse stated the posterior capsule tear occurred during phaco. The nurse did not fault any alcon product for the posterior capsule tear. The iol was implanted.